Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.

Event description:
It was reported that the patient that the patient experience phrenic nerve stimulation. During an attempt to reposition the lead, the physician noted that the silicone ring on the lead was missing. The lead was explanted and replaced.